Event description:
It was reported that a patient underwent a laparoscopic appendectomy for suppurative appendicitis on (B)(6) 2011 and suture was used. About twelve hours post operatively, the patient returned to surgery for wound dehiscence. The suture which was used to close the fascia was broken with the knots at either end still intact. A repair was accomplished. The patient did well and was discharged home.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).